Event description:
Boston scientific received information that this right atrial (ra) lead and brady device exhibited non detection. It was also reported that pacing was not delivered when required. Additional information received that this system also exhibited loss of capture (loc) and high, out of range, pacing lead impedance measurement of more than 2,000 ohms. Subsequently, the lead was surgically abandoned and was out of service but the device is still in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was subsequently explanted for an unspecified reason and was returned for testing. This product issue will be updated when evaluation is complete.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.